Manufacturer narrative:
Concomitant medical products: 3830-59, lead, implanted: (B)(6) 2006. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has undersensing noted on monitored atrial fibrillation (af) episodes. The lead was noted to have high thresholds. The lead remains in use. It was further reported that the right ventricular (rv) lead has t-wave oversensing (twos) noted on high rate non-sustained (hr-ns) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.